Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was depleting the supplies faster and his blood glucose had been high. Customer's blood glucose was over 500 mg/dl. Customer's blood glucose at time of call was 265 mg/dl. During troubleshooting, found unexpected restart alarm and signal too weak alarm in history. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.